Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. According to the provided information treatment was performed in 2019 and actual measurement did not met the expected outcome. This could be caused by different aspects. Review of the complaint database did not show any other complaint related to the serial number of the device therefore it is improbable to the actual point of information that the system affected the treatment negatively. Not enough information has been provided to conduct a proper investigation. Root cause could be not be determined conclusively without further information the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with myopia post lasik procedure. Additional information has been requested.